Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the flipped pump was due to either broken sutures or not originally sutured at the original implant. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 2000 mcg/ml for a total dose of 205.5 mcg/day via an implantable pump for intractable spasticity. It was reported the patient was referred to another location for a dye study. Per ir report, the patient's pump had been flipping. The patient was unable to clearly state weather or not change in therapy had occurred. The hcp attempted to access the catheter access port (cap), but was unable to secondary to the pump being flipped. Upon imaging, the catheter tip appeared to be at t12. No notes from pump itself regarding if t12 was the original placement. The catheter was original and was implanted in 1997. It was unknown what factors may have contributed or led to the event. The hcp did not move forward with the dye study. No interventions were performed other than that the hcp will call the referring hcp to let them know the findings of the pump being flipped and the catheter tip at t12. It was noted they were unsure of any product (catheter) issues. It was noted that the issue was not resolved at time of report. The patient's status was alive-no injury. No symptoms were reported. No surgical intervention occurred. It was asked and unknown if surgical intervention was planned. The patient's weight and medical history was asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-28, additional information was received from a manufacturer representative (rep). Additional information reported the patient was receiving gablofen (2,000 mcg/ml, 227.5 mcg/day). Additional information reported the patient's pump was flipping so surgical intervention occurred on (B)(6) 2019 to secure the pump to keep it from flipping in the future. The rep noted the pump was flipping and being manually flipped for refills. The patient's status was alive - no injury. The issue was resolved at the time of this report.